Event description:
Pt developed symptoms shortly after collagen treatment which physician diagnosed as hypersensitivity. Physician prescribed topical pandell and intralesional kenalog to treat pt's symptoms.